Event description:
Cryoablation procedure was started with ablation of lspv. Information received by medtronic indicated that the patient suddenly had bradycardia while the catheter was being moved to the lipv from the lspv. Arrest occurred for 8 to 10 seconds; ECG confirmed that the patient had av block. The pulse of the patient started again at 70bpm. The patient was given atropine and the cryoablation procedure continued. The procedure was completed without further bradycardia.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 14 injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.